Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported the patient stopped charging the ipg as her charger was destroyed in a house fire. The patient indicated she has not had stimulation or charged the ipg since approximately mid-(B)(6) 2018. Manufacturer representative met with the patient and troubleshooting indicated the ipg was inoperable as it was found to be unable to communicate with external devices. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Device: assessment : no analysis performed : no product returned (B)(4) no product returned.

Event description:
It was reported that the patient underwent surgical intervention wherein the device was explanted and replaced. Therapy was reportedly restored post-surgery.